Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma procedure, the drill shaft fractured at the base of the machine when drilling over the guide wire. A second device was used to complete the procedure. Due diligence is in progress for this event; to date no adverse events or additional information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; h2; h3; h6; h10. H6: proposed component code - mechanical (g04) - drill. Visual examination of the returned product identified the tri-shank connector is fractured from the flex shaft. Damage is seen throughout the length of the flex shaft and cutting edges of the reamer head indicating repeated use. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided however, as the complaint indicates the drill shaft broke off at the base of the machine, review by a healthcare professional would not enhance the investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.